Manufacturer narrative:
(B)(4).

Event description:
During the coil embolization procedure the first coil shaped successfully. The surgeon opened the package of second coil (orbit helical fill 3x8 637hf0308/15967427) and noted that the sheath detached from delivery system. Also the detached from the delivery system and fell off. They changed to a new coil to complete the procedure. No people involved. The target site was the pcom aneurysm with 4.5*3.8mm. The issue was that the coil introducer separated from the delivery system. After the event, no other damages were noticed on the device (kink, bend, stretched, fracture, separate, etc.)., and the coil did not remained attached to the delivery system. It was reported that the coil detached from the delivery system and fell off, but the cause is unknown.

Manufacturer narrative:
The patient is female and (B)(6) years old, had pcom aneurysm with 4.5*3.8mm. During the coil embolization procedure the first coil shaped successfully. The surgeon opened the package of second coil (orbit helical fill 3x8 637hf0308/15967427) and noted that the sheath detached from delivery system. Also the detached from the delivery system and fell off. They changed to a new coil to complete the procedure. No people involved. The issue was that the coil introducer separated from the delivery system. After the event, no other damages were noticed on the device (kink, bend, stretched, fracture, separate, etc.)., and the coil did not remained attached to the delivery system. It was reported that the coil detached from the delivery system and fell off, but the cause is unknown. A non-sterile orbit helical fill 3x8 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was found zipped without damage. The support coil and the gripper were found inside of the introducer while the embolic coil was received separated of the device. The embolic coil and the gripper were inspected under microscope; the embolic coil was stretched. No damages were noted on the gripper as well as no obstructions or damage was noted on the purge hole, also marks of the embolic coil was attached to the gripper can be observed. A review of the manufacturing documentation associated with this lot 15967427 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as ¿coil introducer - separated-prior to use¿ was not confirmed due to the introducer was found on its original position. The failures reported by the customer as ¿coil - premature detachment¿ could not be evaluated but appears that additional force that was applied on the embolic coil and this could be associated with the premature to detachment, due to it was found stretched. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported by the customer could be related to the manufacturing process; additionally inspections are in place that prevents these kinds of damages from leaving the facility; therefore no corrective actions will be taken at this time.